Manufacturer narrative:
Correction: b5 and h6 should have included failure to capture.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and a loss of capture. Fracture was suspected but not confirmed via imaging. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Previously reported g3 should have been 15 mar 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. Fracture was suspected but not confirmed via imaging. The lead was capped and replaced on (B)(6) 2021. The patient was stable.